Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. Device history records (DHR) were reviewed and there were no discrepancies or unusual findings that relate to the reported event. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Event description:
It was reported that the lens was explanted from the patient's right due to a z-syndrome noted approximately 6 weeks post implant. Reportedly, the patient was non-compliant with postop visits.